Manufacturer narrative:
The customer¿s experience of an occlusion was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) was programmed to infuse drugid 174 at a rate of 3.8ml/hr with a vtbi of 50ml at 10:18 pm on 05 february 2018. At 10:19 pm, the device alarmed for patient side occlusion. The infusion was then restarted 2 minutes and 6 seconds later. This was the only occlusion observed in the event log for this device. The pump module and disposable sets were not returned for investigation. A review of the device history record in sap for sn 13159733 was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported that the pump alarmed and displayed "occlusion" when attempting to infuse dextrose 10% with 500 units(500ml/hr) at 5ml/hr. The patient had a uac where the primary tubing and medical transducer were attached. The line flushed without incident, clamps were open and the alarm stopped after both sets of tubing were changed. The pump was then sequestered. There was no patient harm.